Event description:
Customer's father called reporting his son's insulin pump alarmed battery out limit. Customer's blood glucose is 450 mg/dl. He treated with manual injection because the device was alarming. The alarm occurred after a battery change. The batteries were out of the device longer than allowed. Customer was advised this is normal device behavior, and to monitor the device. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.